Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.